Event description:
It was reported that the primary tubing infusing normal saline (ns) at 100 ml/hour separated on the bone marrow unit. The separation occurred at the line below upper y site, above the pump segment, and detached from the lower tubing. This separation occurred prior to the line being connected to the patient. This caused a delay in treatment related to a new bag of (ns) and a new tubing set had to be primed for the patient. Although it was noted that there was a delay in treatment, it was further confirmed during follow up, that there was no patient harm or impact as a result of this event. Further; follow up from the customer confirmed that there was no patient involvement associated with this event.

Manufacturer narrative:
The customer's report that the tubing separated at the upper fitment was confirmed. The set was received separated at the engagement between the upper fitment and silicone segment components. The set sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection under magnification of the separated silicone segment end observed evidence of a retainer ring indentation which does not look to be misaligned along the tubing, indicating that it had been properly assembled onto the set. Dimensional analysis of the upper fitment measured to be within specification(s). The root cause of the separation could not be definitively determined.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the primary tubing infusing normal saline (ns) at 100 ml/hour separated on the bone marrow unit. The separation occurred at the line below upper y site, above the pump segment, and detached from lower tubing. This separation occurred prior to the line being connected to the patient. This caused a delay in treatment related to a new bag of ns and a new tubing set had to be primed for the patient.